Event description:
The caller alleged discrepant results when repeated the inratio tests. The repeated inratio test results are as follows: 2008: 1.3. Same day: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio test. The results are as follows: 2008. 1.3. Same day: 2.4. Average: 1.85. Stdev: 0.78. %cv: 42.04. As per the internal procedure if the value of %cv is greater than 20% criterion is not met. The %cv for the repeated test is 42.04% so the criterion is not met. Product will be investigated.